Manufacturer narrative:
(B)(4). Batch #k92y72. The device was returned with the blade tip was found intact and not broken off as reported by the customer. The tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and tested on a gen11. The device was functional, passed the pre run test and worked as intended. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, the blade of device was broken at testing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.